Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that power cord to the black power brick was loose. A field service engineer (fse) assisted the customer remotely and guided the customer to resolve the issue. The system functioned as intended after the field service engineer guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, station was turned off and blacked out and did not respond. However, there were no delay in patient care and no adverse events or injuries reported based on this event.